Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the occlusion was found to be related to the cartridge. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 198 mg/dl.